Event description:
This patient is a (B)(6) female that underwent a left total knee replacement on (B)(6) 2010. On (B)(6) 2012 she followed up in the clinic due to the left knee pain after a fall on (B)(6) 2012. X-rays showed good positioning and alignment with no loosening. Knee was aspirated (15cc of bloody non inflammatory aspirant.) On (B)(6) 2013 patient came in the clinic complaining of persistent pain along the anterior aspect of the knee causing her to use a rolling walker for ambulation. At that time, a triple phase bone scan and lab work was ordered. Subsidence of the tibial component was diagnosed. The patient returned to the clinic on (B)(6) 2013 for follow up and also reported to have fallen again. On (B)(6) 2013, the patient had a left total knee revision. The tibial polyethylene and baseplate were removed and 2mm of bone were resected from the proximal tibia. The cement with antibiotics was injected into the tibia and tibial component was implanted. 25 mm ps tibial insert was impacted onto the cleansed tibial tray. Patellar tendon was reinforced. Exam and x-rays on (B)(6) 2014 confirmed the presence of a patella tendon rupture (following fall in (B)(6)) which was repaired on (B)(6) 2014. At her 6 week postoperative appointment she reported that her patella has moved and complained of constant pain limiting her to a wheel chair for gait assistance it was recommended that she had a quad tendon repair with possible allograft. On (B)(6) 2014, she underwent a repair of the quadriceps with allograft. In her most recent follow up on (B)(6) 2014, she is still in left knee brace and is using a rolling walker for gait assistance. She noted that she had fallen again and it was recommended that she wear a post-op hinged knee brace and was referred to pt for 3 times a week for 4 weeks.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision involving a triathlon baseplate was reported. The event was not confirmed. Method & results: device evaluation and results: not performed as the device was not returned for evaluation. Medical records received and evaluation: not performed as sufficient records were not provided. Device history review: the device was manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot referenced. Conclusions: the exact cause of the event could not be determined as the device was not returned for evaluation and sufficient information was not provided.

Event description:
This patient is a (B)(6) female that underwent a left total knee replacement on (B)(6) 2010. On (B)(6) 2012 she followed up in the clinic due to the left knee pain after a fall on (B)(6) 2012. X-rays showed good positioning and alignment with no loosening. Knee was aspirated (15cc of bloody non inflammatory aspirant.) On (B)(6) 2013 patient came in the clinic complaining of persistent pain along the anterior aspect of the knee causing her to use a rolling walker for ambulation. At that time, a triple phase bone scan and lab work was ordered. Subsidence of the tibial component was diagnosed. The patient returned to the clinic on (B)(6) 2013 for follow up and also reported to have fallen again. On (B)(6) 2013, the patient had a left total knee revision. The tibial polyethylene and baseplate were removed and 2mm of bone were resected from the proximal tibia. The cement with antibiotics was injected into the tibia and tibial component was implanted. 25 mm ps tibial insert was impacted onto the cleansed tibial tray. Patellar tendon was reinforced. Exam and x-rays on (B)(6) 2014 confirmed the presence of a patella tendon rupture (following fall in early april) which was repaired on (B)(6) 2014. At her 6 week postoperative appointment she reported that her patella has moved and complained of constant pain limiting her to a wheel chair for gait assistance it was recommended that she had a quad tendon repair with possible allograft. On (B)(6) 2014, she underwent a repair of the quadriceps with allograft. In her most recent follow up on (B)(6) 2014, she is still in left knee brace and is using a rolling walker for gait assistance. She noted that she had fallen again and it was recommended that she wear a post-op hinged knee brace and was referred to pt for 3 times a week for 4 weeks.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.